Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, he was on vacation and the buttons on the insulin pump aren't responding. Customer was unable to use the device due to the keypad issues. Customer's blood glucose was 197 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis once he arrived from vacation.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No unlocked keypad connector was noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.